Manufacturer narrative:
(B)(4).

Event description:
It was reported the clinician noted a leak near the catheter hub which had to be removed. Upon removal, the nurse noted there was a hole in the catheter. Chemo was being infused through the catheter. Follow up information states the patient was taken back to radiology to have the catheter replaced as they are still receiving chemo.

Manufacturer narrative:
(B)(4). Device evaluation: the report of a leak in the catheter could not be confirmed. Returned was a 2-lumen catheter marked 5.5fr on the juncture hub. The catheter body had been cut off near the 17 cm marking and the distal portion of the catheter was not returned. Microscopic examination of the catheter in the area of the juncture hub did not reveal any anomalies. The catheter was leak tested by injecting water into each extension line. Each lumen was pressurized with water to 45psi for 30 seconds. The opposite end of each lumen was occluded during testing. No leaks or crossovers were observed. A review of the device history records for the catheter did not reveal any manufacturing related issues. No leaks or crossovers were found during leak testing. No problem was found on the returned sample. No further action will be taken.